Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The patient's mother stated the patient collapsed and a pedestrian called for an ambulance. The patient was transported to the hospital and treated with a glucose drip infusion. At the time of contact, the patient was doing good. It is unclear if the dexcom caused or contributed to the hypoglycemic event as the patient's mother called for a replacement sensor because the sensor was removed by the paramedics at the time of event. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.